Manufacturer narrative:
The device was tested on site and the device log was analyzed at dräger in (B)(4). The alarms were tested and found to be working fine. It is not possible to reproduce the reported absence of the alarm. The log shows that the technical error "poti: o2 unplugged" is logged . The root cause for this failure is a bad electrical contact in the adjustment area of the potentiometer which can develope in case of rare use. If this error occurs an optical and acoustical alarm is generated and ventilation stops. The ¿instruction for use¿ requires keeping an alternative ventilation resource (ventilation bag) ready. In (B)(6) 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometers (to turn them) and their reliability of operation. All concerned competent authorities have been informed.

Event description:
It was reported that the patient was ventilated with an oxylog 3000 plus after resuscitation. During CT the ventilator stopped ventilating without an alarm. The ventilator posted an error message. The nurse realized at the same time that the ventilator was not ventilating the patient and the nurse started ventilation manually.